Event description:
It was reported that the faradrive sheath was selected for use in a pfa procedure. During device preparation, the physician was unable to properly purge the sheath due to a valve leak that allowed air to enter. The procedure was successfully completed using an alternate device. No patient complications were reported. The device is expected to be returned for product analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the outer face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that the faradrive sheath was selected for use in a pfa procedure. During device preparation, the physician was unable to properly purge the sheath due to a valve leak that allowed air to enter. The procedure was successfully completed using an alternate device. No patient complications were reported. The device is expected to be returned for product analysis.